Event description:
Report received of an overdelivery. The pump was programmed on channel c to deliver 12.5 mg of aggrastat in 250 ml, with a loading dose to run at 56 ml/hr for 30 min, followed by a continuous rate of 14ml/hr. Reportedly, the aggrastat was initiated at 8:30 pm in 2002 and completed at 5:30 am the next day. The solution infused in 9 hours instead of 17 hrs. The pt did not experience any adverse effects. Though requested, there was no further info avail.